Event description:
It was reported that a malfunction code labeled malf 9 occurred, but the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from the technical support team who provided pump reset information, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.